Manufacturer narrative:
The returned leads extensions found no anomalies upon visual inspection. Infection and swelling are known inherent risks associated with the use of deep brain stimulation. The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected with the ipg.

Event description:
It was reported that the patient experienced swelling and pus around lead-extension connection site behind the ear. The physician noted the patient had an infection and may not have been compliant with hygiene after the initial implant procedure. The patient was administered antibiotics and underwent a procedure where the lead extensions were removed and as a precaution, the physician also removed the ipg. The patient is recovering post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7077131. Product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1200-s, serial: (B)(4) , batch: 744307.

Event description:
It was reported that the patient experienced swelling and pus around lead-extension connection site behind the ear. The physician noted the patient had an infection and may not have been compliant with hygiene after the initial implant procedure. The patient was administered antibiotics and underwent a procedure where the lead extensions were removed and as a precaution, the physician also removed the ipg. The patient is recovering post operatively.